Event description:
Customer reported with an issue of image flashes. The issue occurred during preparation for use. The device was replaced. The intended procedure ( hysteroscopy) was completed with similar device with no delay. No patient harm reported, no user injury reported due to the event.

Manufacturer narrative:
Address: the full address of the customer facility is (B)(6). The subject device was received and evaluated. Device inspection and evaluation service repair noted that during inspection, the results were normal and the reported issue was not confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.